Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the manufacturer's acceptance criteria. Samples are not expected to be returned for evaluation. Attempts to obtain additional information hae been made. No new information has been received. (B)(4).

Event description:
A doctor reported that one week following prk (photo refractive keratectomy) enhancement in the right eye, the patient reported pain. The pain improved with sleep and lubrication. The eye exam revealed likely epithelial cell slough. The bandage contact lens was replaced. Additional information has been requested.